Manufacturer narrative:
The investigation determined that lower than expected vitros bu results from a neonatal patient sample were attained using vitros chemistry products bubc slides in combination with a vitros 250 chemistry system. A definitive assignable cause could not be determined. Based on quality control data, there is no indication that a vitros bubc reagent issue contributed to the event. Furthermore, ongoing tracking and trending of complaints has not identified any signals that would suggest there is a systemic issue with vitros bubc slides lot 0232-0414-0058. A transient reagent issue related to a specific cartridge or series of cartridges cannot be ruled out as a contributing factor as multiple lower than expected results were reported consecutively. Pre-service within run precision testing did not meet expectations. A field engineer went to the site and performed multiple service actions including incubator cleaning and several adjustments. After service actions were completed, the customer reported the instrument had been returned to expected operation. An instrument issue cannot be ruled out as a contributing factor to the event.

Event description:
A customer reported lower than expected vitros bu results obtained from a neonatal patient sample processed using vitros chemistry products bubc slides in combination with a vitros 250 chemistry system. Vitros bu results of <1.2 and <1.2 mg/dl versus an expected result of 14.3 mg/dl. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected bu results were not reported from the laboratory. There were no allegations of patient harm as a result of this event. This report is number 2 of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).